Manufacturer narrative:
Concomitant product(s): product ID: vedr01 ipg, implanted: (B)(6)2011. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead warning/polarity switch due to 131 low impedance paces several months ago. A lead insulation breach was suspected. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.